Event description:
The manufacturer received information alleging a bipap a40 shut down and alarmed while in patient use. The patient was manually ventilated and transferred to the hospital by ambulance. The patient expired en route to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap a40 shut down and alarmed while in patient use. The patient was manually ventilated and transferred to the hospital by ambulance. The patient expired en route to the hospital. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is not assessible due to insufficient or contradictory information related to device shut down automatically or inadvertently turned off and no log analysis in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The unit operates as expected. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer allegation and there was no visible foam degradation.